Manufacturer narrative:
Information was received via medwatch report (B)(4): no photos were received; condition of the components is unknown. No surgical notes or x-rays were provided; it is unknown if the components were implanted with the correct fit and orientation per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient has been falling, feeling pain, and has numbness down her leg and back. She was told by her doctor there is a possibility an acetabular screw is loose.